Event description:
The doctor fired and had to redo - no harm or delay to the patient. Seamguard slipped over staple - too loose - purpose of seamguard is to reinforce - did not do what it was intended to do.